Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial, that the index procedure was in 2007. Predilatation was performed on the target lesions in the mid and proximal rca prior to placement of the xience v stents, one in each lesion. No procedural complications were reported. In 2009, the patient presented to an outside hospital with dyspnea on exertion, ischemia and angina, and underwent a functional stress test, which was positive. Patient's cardiolite was abnormal, and cath showed restenosis of the proximal rca study stent. The following day, ptci was done with the deployment of a 4.0 x 12 mm xience v stent. Cardiac markers/ECG's were negative for cardiac events. The symptoms were resolved the following day. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation-product performance engineering reviewed the incident. Angina, ischemia, and restenosis, as listed in the xience v IFU, are known adverse events associated with coronary stenting, and are not necessarily an indication of a product quality deficiency. Dyspnea and hospitalization are listed as no-fault post-procedure complications. The IFU states: the xience v is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. A conclusive cause for the patient effects and the relationship to the xience v cannot be determined.